Event description:
The lay user/patient contacted lifescan on november 2, 2006 and alleged that he dropped his one touch profile meter and it shattered. He requested a replacement. The medical affairs specialist (mas) was unable to reach the patient after several attempts via phone. A letter was also sent to the address provided. The mas reviewed the recorded telephone call in order to classify the complaint. The patient reported that he attempted to test his blood glucose (time onto proivded) and he dropped the meter at this time. The meter casing shattered and he threw away the meter, since was not able to use it. The next day the patient was feeling dizzy, and lightheaded. However, he could not test his blood glucose, since the meter was shattered. He did not take any actions at this tiem (did not take any extra "r insulin," since he did not know what his blood glucose level was). His insulin regimen was not provided. He went to the emergency room around noon and was tested with a result of "700 something." He was given "IV fluids" and thinks it was "potassium and something to bring the sugar down." This complaint is reported, because the patient dropped the meter and the casing shattered. The patient experienced symptoms the next morining, but was not able to test his blood glucose. His blood glucose at the emergency room reflected hyperglycemia and was treated intravenously. A complimentary replacement meter was sent to the lay user/patient.